Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer evaluated device.

Event description:
The customer reported that during the operational check the heartstart mrx would not prompt the user to press the shock button and then fail for a shock malfunction. There is no indication of patient involvement.